Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus indicating that the device does not recognize the 4 lead ECG cable. There was no patient involvement at the time of the event, therefore no patient or user health consequences or impact occurred.